Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported the device was damaged during the procedure resulting in a surgical delay greater than 30 minutes. No patient injury or other complications were reported.

Manufacturer narrative:
Additional information received indicates that the surgical delay was less than 30 minutes and the procedure was completed using a back-up device. As such, this event has been reassessed as non-reportable.

Event description:
It was reported the device was worn during use. Procedure was completed using a back-up device. No patient injury or other complications were reported.